Event description:
Contact reported that two brantigan I/f cages were inserted with expedium screws between l4 and l6. About one year after the operation, one of the brantigan I/f cages which was inserted on the left of l4 and l5 had migrated. A revision was performed to replace the implant. As surgical intervention occurred an MDR is being filed to document this event.

Manufacturer narrative:
Device was not returned for evaluation. Review of the device history records (DHR) found no discrepancies. No conclusions can be made at this time. No connection could be made between the event and any shortcoming of the device. The primary cause of cage migration is due to inadequate posterior compression of the screws.